Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 448 mg/dl which was treated with manual shots. Customer were okay to troubleshoot. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an hp test. Customer was neither in emergency room, nor admitted into hospital, nor was emergency service dispatched as a result of high blood glucose level. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for the analysis.